Event description:
Customer emailed saalt explaining that the chose to seek assistance from a medical provider to help remove their saalt cup. Saalt replied requesting some additional information about the customer's removal techniques, cup mold identifying number, and lot number on the packaging. Customer followed up on 12/16/2020 and informed saalt their cup was in for 8 hours before their first removal attempt. The customer tried several times the night of (B)(6) 2020 and after consulting past communication with saalt, (B)(6) videos and the instructions, the customer couldn't reach the base of their cup to break the seal for removal. The doctor indicated they had a high cervix and advised again using menstrual cups. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."